Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter; product ID: 8781, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 14-mar-2020, UDI#: (B)(4); product ID: 8781, serial/lot #: (B)(4), ubd: 14-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving baclofen, unknown concentration at unknown dose via intrathecal drug delivery pump for intractable spasticity. It was reported that patient had signs/symptoms of infection. Any environmental/external/patient factors that may contributed to the issue were not applicable. The hcp had drained and washed out pocket in past. System was removed. At the time of this report, the issue had resolved and patient status was alive-no injury. The explanted devices would be returned and the rep had the possession of the devices. No further complications were reported.

Manufacturer narrative:
The pump and catheter were returned. Analysis found no anomaly on the pump. Catheters had catheter/sc connector/tear in seal near guide ring and catheter/catheter body/torn or broken or melted at or after explant/did not affect infusion. If information is provided in the future, a supplemental report will be issued.